Manufacturer narrative:
Currently. It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received an internal clock comparison error alarm. Troubleshooting could not be completed due to keypad anomaly. Customer's blood glucose was unknown. Insulin pump would be replaced.